Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Per customer's clinical diabetes educator (cde), prior to the hospitalization the customer was instructed to remove the pump and return to injections until they had received more pump education, however it is not clear whether the customer had done so or not. Attempts to follow up with the customer have been unsuccessful, as there has been no response.